Manufacturer narrative:
Date of event: date estimated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy interaction, suture pulled until it breaks or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that using the pre-close technique, the proglide suture was noted to be "breaking down" (disintegration of the suture) after being pre-placed and in the process of performing suture management. The suture appeared to break down more the longer it was exposed. The method used to achieve hemostasis was not provided. No additional information was provided.